Manufacturer narrative:
The field service engineer checked the instrument again after the customer reported the issue and found a signal shift in the measuring cell. The engineer replaced the measuring cell. The investigation found that after the engineer initially turned the instrument over to the customer they ran tumor marker assays for about 40 minutes. After that, a series of discrepant results occurred. Improper pre-analytical handling of samples could cause a contamination of the measuring cell. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). On (B)(6) 2020 the instrument showed multiple alarms. The customer stopped using the instrument and requested a service visit. On (B)(6) 2020 the field service engineer (fse) found a sipper probe was bent and replaced it. Measuring cell preparation was completed along with a reagent prime. The customer ran successful qc and began to use the instrument. After the service visit, between 2:30 p.m. And 6:30 p.m., the customer began to notice the questionable results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 27 patient samples tested for multiple assays on a cobas e801 module. The affected assays were elecsys vitamin b12 ii (vitamin b12 ii), elecsys cortisol ii (cortisol ii), elecsys estradiol iii (estradiol iii), elecsys prolactin ii (prolactin ii), elecsys shbg (shbg), elecsys t3 (t3), elecsys t4 (t4), elecsys testosterone ii (testosterone ii) and elecsys tsh (tsh). The following are examples of discrepant results for 5 patient samples: for sample ID (B)(4): the initial prolactin ii result was 1 ng/ml. The repeat result was 24 ng/ml. The initial tsh result was 0.1 uiu/ml. The repeat result was 1.5 ng/ml. For sample ID (B)(4): the initial estradiol iii result was 98.4 pg/ml. The repeat result was 2.4 pg/ml. The initial shbg result was 11 nmol/l. The repeat result was 55 nmol/l. The initial testosterone ii result was 918 ng/dl. The repeat result was 9 ng/dl. For sample ID (B)(4): the initial prolactin ii result was < 1 ng/ml with a data flag. The repeat result was 14 ng/ml. The initial tsh result was 0.12 uiu/ml. The repeat result was 1.6 uiu/ml. For sample ID (B)(4): the initial cortisol ii result was > 50 ug/dl with a data flag. The repeat result was 5.3 ug/dl. For sample ID (B)(4): the initial shbg result was 1 nmol/l. The repeat result was 69 nmol/l. The initial vitamin b12 ii result was > 2000 pg/ml with a data flag. The repeat result was 289 pg/ml. The initial results were reported outside of the laboratory. Upon completion of repeat testing on a different e801 module, the results were corrected. The vitamin b12 ii reagent lot number was 446892. The cortisol ii reagent lot number was 471566. The estradiol iii reagent lot number was 478195. The prolactin ii reagent lot number was 426984. The shbg reagent lot number was 459372. The t3 reagent lot number was 480999. The t4 reagent lot number was 449376. The testosterone ii reagent lot number was 472593. The tsh reagent lot number was 473407. No reagent expiration dates were provided.